Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states an end user in the facility was unattended and they found the end user on the floor. The provider states the right rear leg of the commode is bent inward. The facility is not aware if the commode caused the fall or if the end user fell on the commode. The provider does not have a lot of information regarding the end user. The facility states the end user is well below the weight of the commode. Pain bilateral lower extremities and low back. No other information was available.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the aluminum commode of having a bent right, rear leg on the right arm tube. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states an end user in the facility was unattended and they found the end user on the floor. The provider states the right rear leg of the commode is bent inward. The facility is not aware if the commode caused the fall or if the end user fell on the commode. The provider does not have a lot of information regarding the end user. The facility states the end user is well below the weight of the commode. Pain bilateral lower extremities and low back. No other information was available.